Event description:
It was reported that a patient experienced peritonitis manifested by feeling sick and yellow effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin intraperitoneally for twenty-one days (dosage and frequency not reported) for the peritonitis event. Dianeal therapies were ongoing. After being hospitalized for four days, the patient was discharged. At the time of this report, therapy with vancomycin was ongoing. The patient was recovering from the peritonitis event. On an unreported date, the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.